Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the main coil was not attached to the distal end of the delivery wire. Microscopic examination showed that the coil separated from the delivery wire at the detachment zone. The coil was kinked at 5.8cm from its proximal end and at the proximal tip. The main junction was still intact. There were no anomalies noted to the form tip and to the delivery wire. A non boston scientific microcatheter with internal diameter 0.021in was used for the procedure. The directions for use (dfu) state: 'target coils are compatible with boston scientific 2-tip marker microcatheters (min. Internal diameter 0.41mm [0.016in]):excelsior sl-10, 2-tip marker (internal diameter 0.42mm [0.0165in]) microcatheter tracker excel-14, 2-tip marker (internal diameter 0.43mm [0.017in]) microcatheter excelsior 1018, 2-tip marker (internal diameter 0.48mm [0.019in]) microcatheter.' Most likely that the size of the microcatheter was too big for the coil which allowed the coil to fold up on itself as it was advanced resulting in the friction felt. Several attempts to advance the coil may have weakened the detachment zone resulting in the coil separating from the delivery wire when it was attempted to advance the device the second time. Therefore, a root cause of user/use error has been assigned to this complaint as the device was not used in accordance with the dfu.

Event description:
Nine coils were successfully implanted into the middle cerebral artery bifurcation aneurysm. Friction was encountered at the distal end of the catheter as the physician attempted to place the subject coil into the aneurysm. Following several attempts, the physician removed the coil. The coil was intact and following the catheter repositioned, the physician delivered the coil into the aneurysm again. However, the physician noted that the coil was already detached in the catheter as he attempted to deploy it. The catheter and the coil were successfully withdrawn from the patient as one unit. The procedure was completed using a different catheter and another coil. There was no reported clinical consequence to the patient who was reportedly in a good condition.

Event description:
Nine coils were successfully implanted into the middle cerebral artery bifurcation aneurysm. Friction was encountered at the distal end of the catheter as the physician attempted to place the subject coil into the aneurysm. Following several attempts, the physician removed the coil. The coil was intact and following the catheter repositioned, the physician delivered the coil into the aneurysm again. However, the physician noted that the coil was already detached in the catheter as he attempted to deploy it. The catheter and the coil were successfully withdrawn from the patient as one unit. The procedure was completed using a different catheter and another coil. There was no reported clinical consequence to the patient who was reportedly in a good condition.